Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter intraoperatively, the surgeon was able to press the green button and squeezed the handle but the staples fail to fire out of the cartridge.